Event description:
The pump from time to time will automatically cease to pump the fluid (being give a patieent via an intravenous (IV) injection site) because of such occurrences as air being in the i.v. Line, and the alarm will sound. Before the pump will restart the "problem" must be remedied and the red "alarm/reset" button must be pressed. Once the red button is pressed to deactiviate the alarm, the settings for the rate and volumes may be inadvertently reprogrammed. The pump may be operated by an ac line or by an internal battery. When the pump is operated in the battery mode, the rate and volume displays are only lit for a very short period after the red button is pressed. In this case, the pump was operating in the battery mode and the alarm sounded. The condition was remedied, the red button was pressed and the flow was inadvertently changed from twenty cubic centimeters (20cc's) per hour to one hundred twenty cubic centimeters (120cc's) per hour. The vendor/manufacturer provided on the job training and literature (manuals, etc.) At no time has there been any warning from the manufacturer (written or verbal) of the possibility of an inadvertent change being made to flow or volume controlsdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination, other. Results of evaluation: design - inadequate, labeling - user instruction manual, labeling - inadequate instructions for use. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.